Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found tamper seals removed, physically found dso seal bubbled, lens cloudy and uso seal worn. The issue was verified by visual inspection. The dso seal was replaced. Functional and delivery tests were performed and passed.the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. B3: date of event unknown.

Event description:
It was reported the device exhibits a bubbled downstream occlusion seal. Per the reporter this was found during infusion. No patient injury.